Event description:
It was reported that unilif peek spacer shattered upon insertion into disc space, surgeon removed and implanted another spacer.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Result: the customer reported event of avs unilif wedgenose vertebral spacer 9x25x4-11 fracture was confirmed by the sales rep report. No anomalies were identified in the manufacturing records that may have led to the reported event. Previous complaints have stated that excessive impaction force, oversized implant, and inadequate discectomy/distraction are common causes of implant breakage. The exact cause cannot be determined and is likely multifactorial in nature. Conclusion: the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that unilif peek spacer shattered upon insertion into disc space, surgeon removed and implanted another spacer.